Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the event occurred. Both led indicators remained off when the wireless footswitch was connected to the charger. The customer was using a wired footswitch instead of the wireless footswitch. A philips service engineer inspected the system on-site and determined that the wireless footswitch charger was defective and could not charge the footswitch. The engineer replaced the wireless footswitch charger and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation, the issue is related to a defective charger. As mentioned in the instructions for use: before using the system, check that the wireless foot switch functions with the system. You should ensure that the battery of the wireless foot switch is fully charged prior to using it. Take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, connect a wired foot switch to the auxiliary foot switch connector. The risk of a battery problem is identified in risk management and a serious injury is not likely to occur. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch was not responding. No harm has been reported to philips.